Manufacturer narrative:
This device has been returned and is expected to be analyzed. A supplemental report will be filed upon completion.

Event description:
It was reported that this patient with the patient advocate expressed dissatisfaction and anger about this patients device, such that it should have picked up whatever stress this patient was in and helped this patient stay alive, stating that this device did not respond when this patient went into some type of cardiac arrest. It is unknown the time of death and the time their heart stopped and according to the patients fitbit, their heart was beating normal, spiked, then came down and this patient flatlined. The coroner stated that there was a possible glitch with the machine that it did not pick up whether this patient was in distress or an arrhythmia. The advocate said that someone was going to come to the coroners office to check this patients device and potentially provide clarity to regarding what happened to her son. Technical services (ts) referred the patient advocate to patients device physician for any further questions. This device is expected to be returned. No adverse patient effects were reported. Additional information was received that the medical examiner noted the cause of death was possible cardiomyopathy and street drugs. This device is expected to be analyzed.

Event description:
It was reported that this patient with the patient advocate expressed dissatisfaction and anger about this patients device, such that it should have picked up whatever stress this patient was in and helped this patient stay alive, stating that this device did not respond when this patient went into some type of cardiac arrest. It is unknown the time of death and the time their heart stopped and according to the patients fitbit, their heart was beating normal, spiked, then came down and this patient flatlined. The coroner stated that there was a possible glitch with the machine that it did not pick up whether this patient was in distress or an arrhythmia. The advocate said that someone was going to come to the coroners office to check this patients device and potentially provide clarity to regarding what happened to her son. Technical services (ts) referred the patient advocate to patients device physician for any further questions. This device is expected to be returned. No adverse patient effects were reported. Additional information was received that the medical examiner noted the cause of death was possible cardiomyopathy and street drugs. This device was returned for analysis.

Manufacturer narrative:
This device has been returned and is expected to be analyzed. A supplemental report will be filed upon completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Technical services reviewed the episode stored on the date of death. There was one single vf event on the date of death of (B)(6) 2024. The timestamp was 15:09. The atrial rate was detected at 84 bpm and the ventricular rate 326 bpm. No vf undersensing was noted and there was no delay to therapy. Quick convert anti-tachycardia pacing (atp) was not delivered due to the detected rate being above 250 bpm. A total of eight shocks were delivered, all at maximum energy 41 joules, with shock impedance measurements within normal range between 75-79 ohms. The first seven shocks were delivered in reversed polarity and the last was initial polarity. No shocks were successful in converting the vf and device therapy was exhausted. The rhythm can be seen continuing following the last therapy delivery. The device was operating as programmed.

Manufacturer narrative:
This device is expected to be returned. A supplemental report will be filed upon completion.

Event description:
It was reported that this patient with the patient advocate expressed dissatisfaction and anger about this patients device, such that it should have picked up whatever stress this patient was in and helped this patient stay alive, stating that this device did not respond when this patient went into some type of cardiac arrest. It is unknown the time of death and the time their heart stopped and according to the patients fitbit, their heart was beating normal, spiked, then came down and this patient flatlined. The coroner stated that there was a possible glitch with the machine that it did not pick up whether this patient was in distress or an arrhythmia. The advocate said that someone was going to come to the coroners office to check this patients device and potentially provide clarity to regarding what happened to her son. Technical services (ts) referred the patient advocate to patients device physician for any further questions. This device is expected to be returned. No adverse patient effects were reported.